Event description:
It was reported that the patient presented to the hospital after receiving a strange feeling in the arms while riding a snow scooter. Upon interrogation, the device was found to be in back-up vvi mode. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi mode was confirmed in the laboratory and was due to a power on reset. The device was inspected under x-ray and a broken can wire was observed. The root cause of the field event of backup vvi mode was the broken can wire.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.